Manufacturer narrative:
On (B)(4) 2011, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, connections issues with the associated lead were reported. The pacemaker was not implanted.